Event description:
Information received confirms the low frequency attenuation filter was programmed off and the recommended programming changes were made.

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). The low frequency attenuation filter was programmed off. Programming changes were recommended and to be discussed during the following physician. There were no patient consequences.